Event description:
Boston scientific received information that the patient implanted with this left ventricular lead reported diaphragmatic stimulation. In addition, it was reported that the lead had moved a bit from the original implant site. No further patient effects were reported.

Manufacturer narrative:
The output on this lead was adjusted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.